Event description:
This extension was intended for pt implant in (B)(6). Intraoperative testing performed during the procedure found impedance issues for two lead contacts. Further troubleshooting isolated the problem to the extension as the impedance issues were not present when testing the lead independently. As such, a new extension was used to complete the procedure. No further impedance issues were noted.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.